Event description:
A healthcare professional reported a presentation titled "incidence of toric icl rotation: a retrospective analysis". The presentation states that 3 cases of toric icl rotation required surgical correction. One required icl exchange, one required realignment, and one had lasik enhancement. Cause is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).